Manufacturer narrative:
The customer reported that this central nurse's station (cns) was boot looping. The customer replaced hard drive 2 with hard drive 1 to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on 09/04/2025, emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: on 09/07/2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on 09/09/2025, I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this central nurse's station (cns) was boot looping. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was boot looping. The customer replaced hard drive 2 with hard drive 1 to resolve the issue. There was no patient injury reported. Investigation summary: the device with the reported issue was not available for evaluation; however, during troubleshooting the customer swapped the hdd2 (hard drive) into the hdd1 slot which allowed the system to successfully boot. The root cause for the reported issue was determined to be a failed hard drive. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 09/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 09/07/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 09/09/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) was boot looping. There was no patient injury reported.